Event description:
The gastrointestinal videoscope was returned for inspection due to tip of the scope being stuck when spraying hemostatic agent. During routine inspection of the device by olympus, a foreign object was found in the auxiliary water channel, the nozzle, the plastic distal end cover, the distal end, bending section cover, and the lighting lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no procedural or patient involvement associated with this event.

Manufacturer narrative:
The device was returned for a customer requested inspection. Additional evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire; the bending section cover was dirty; the objective lens and the adhesive on the bending section cover were chipped; the water removal ability did not meeting the standard value due to clogging of the nozzle; the universal cord was wrinkled; the forceps channel port and the suction cylinder were shaved; the control unit was discolored; and the electrical connector was also discolored due to water leakage. Lastly, there were scratches on the following parts: the plastic distal end cover, the connecting tube, the scope connector cover unit, the suction connector, the protector of the universal cord on the suction connector side and the control section side, the universal cord, the image guide protector, the grip, the scope cover, the switch box, switch#1, the forceps elevator lever, the forceps elevator knob, the upward/downward knob, the right/left knob, and the control unit. The customer provided details on the cleaning, disinfecting, and sterilization process. The device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer suggested that the foreign materials could be a hemostatic agent. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle and the auxiliary water channel with water and air, and wiped/brushed the air/water nozzle, the insertion section(including the bending section), and the distal end with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution and the auxiliary water channel with water and detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ "chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system ". [Inspection of the endoscope] 3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. Inspection of the auxiliary water feeding function] 1. Attach a syringe containing sterile water or the water tube from a water pump to the luer port of the auxiliary water tube (see figure 3.29). Feed water and confirm that water is emitted from the auxiliary water channel at the distal end of the insertion tube. 4. Holding the insertion tube gently with one hand, carefully run the fingertips over the entire length of the insertion tube in both directions (see figure 3.2). Confirm that no object or protrusion of metallic wire around the insertion tube is stopping the hand. Also confirm that the insertion tube is not abnormally rigid. 8. Inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities.¿ olympus will continue to monitor field performance for this device.